Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was provided. It shows a syringe with the packaging blister opened. The syringe barrel has a black spot on the barrel flange. It looks more like burnt plastic from the syringe molding process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: it would have happened during syringe molding process. Rationale: CAPA not required at this time.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: black ink was wrongly painted on the barrel. Black ink was wrongly painted on the syringe barrel.